Event description:
It was reported that the subject device had no endoscopic image. The issue was found during inspection for use, prior to the patient entering the room. There were no reports of patient involvement.

Manufacturer narrative:
Update to h2, h3, h4 and h6 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no endoscopic image. The issue was found during inspection for use, prior to the patient entering the room. There were no reports of patient involvement.